Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
During variax fibra surgery, although the surgeon inserted the locking screw in plate screw hole, screw was not locked in the screw hole of plate. Therefore the surgeon changed the locking screw to another screw and completed the operation.

Manufacturer narrative:
The reported incident that locking screw, t10, 3.5x12mm was alleged of issue s-35 (no locking effect) could not be confirmed, since the device was not returned for evaluation and no other evidences were provided based on investigation, the root cause could not be confirmed. The product was not received therefore no failure could be confirmed. Nevertheless, the different labeling provided with the product gives information of different scenarios that need to be taken into account in order to facilitate the locking of the screw in the plate. (Ie: correct angle on introduction, correct size of the screw...) A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. If the device is returned or if any additional information is provided, the investigation will be reassessed. Device was not returned.

Event description:
During variax fibra surgery, although the surgeon inserted the locking screw in plate screw hole, screw was not locked in the screw hole of plate. Therefore the surgeon changed the locking screw to another screw and completed the operation.